Event description:
It was reported the device could not be interrogated due to reaching the end of battery life. It was also reported the device battery depleted prematurely. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. (B)(4).